Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare¿. Active ingredient(s) triclosan, dosage form suture/solid/parenteral, strength 2360 g/m. Investigation summary: it was reported that the fixation feature had been missing in the newly dispensed suture when it was opened for an unknown surgery. A dispensed needle/suture of product code sxpp1a405 was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The needle was noted with marks that appear to be by use of surgical instrument. The suture was examined along of the strand and some barbs present damaged and body fluids. The fixation tab was broken at two sides and marks that appears to be by use of a surgical instrument could be observed. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn't be reviewed as the batch number is unknown. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and barbed suture was used. It was reported that the fixation feature had been missing in the newly dispensed suture when it was opened for an unknown surgery. Changed another one to complete the surgery. There is no report on patient's injury. Upon evaluation of the suture, the fixation tab was found broken.